Event description:
Rptr had plates and screws implanted into her back on 1/28/92. She was unaware that they were implanted until 4 days after surgery. She states that she has never suffered like she is now. On 10/22/93 a second dr removed the devices. Rptr is unable to care fully for herself and is financially unable to hire assistants.